Event description:
Faulty wire from PICC line kit, magnum 2 cath, wire would not pull out of catheter. Had to pull catheter wire & sheath. Sheath replaced & new wire used to replace catheter. Pt was not injured.